Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned high results for 6 patient samples tested for elecsys vitamin d total ii (vitamin d total ii) on a cobas e801 module. Based on the data provided, the results for 5 patient samples were discrepant. Patient 1 initial result was > 250 nmol/l. The repeat result was 81.8 nmol/l. Patient 2 initial result was > 250 nmol/l. The repeat result was 121 nmol/l. Patient 3 initial result was > 250 nmol/l. The repeat result was 45 nmol/l. Patient 4 initial result was 54.2 nmol/l. The sample was repeated twice with results of > 250 nmol/l and 60.1 nmol/l. Patient 5 initial result was > 250 nmol/l. The repeat result was 125 nmol/l. No erroneous results were reported outside of the laboratory. The e801 module serial number was (B)(4). There was no allegation that an adverse event occurred. Calibration and qc results do not suggest an issue. An issue with procell replacement was identified on the alarm trace data. The field service engineer (fse) visited the customer site and performed a procell system decontamination. Qc results were acceptable. The malfunction is consistent with procell contamination.